Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2013 reporting that recently, batt caps are harder to thread on pump. The patient reported this battery cap that was on new pump received was gritty out of the package. There is no reported adverse event with this complaint. This report is being made based on the external component (battery cap) issue.